Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length anewrx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at impalnt is unk. At the time of implant the aortic neck was 22 mm in diameter. It was reported approx 36 months post stent graft impant the CT demonstrated that the stent graft had migrated approx 20 mm into the aneurysm sac. It was reported that the dilatation of the aortic neck, was due to disease progression was noted was approx 26 mm. The physician elected to implant a bifurcated stent graft within another the previously deployed bifurcated stent graft. No additional clinical sequelae were reported and the pt is fine.